Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported on social media that the customer passed away in an unknown location. The cause of death was not specified. The reporting party did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The reporting party stated that the customer's pump was not pumping properly and almost killed them too. The reporting party mentioned they had tried legal action against medtronic but did not succeed. There was insufficient information to locate the customer's account. Insulin pump will not be returned for analysis.